Manufacturer narrative:
The instrument was disposed and will not be returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A follow-up MDR will be submitted if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the photos appear to show a piece of a broken cable with the crimp attached.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps instrument was used as a retractor for the duration of the robotic component of the procedure. The surgeon wanted to remove the tenaculum forceps instrument as it was no longer required as a retractor. The surgeon first noticed the functions of the instrument were opposite to that of the surgeon's actions i.e. Up was down, right was left. Re-insertion did not resolve the issue. Then, during manual retraction, resistance was felt by the assistant. The surgeon then observed the distal tips of the instrument cable detached at the cannula interface, which fell into the patient's cavity. The detached piece was located within suctioned fluids. The procedure then continued without the robot to morcellate the fibroids to facilitate removal from the patient via excision and to then close the skin. The same instrument was used from the beginning of the robotic procedure to the end. A back-up was not required nor was the original instrument required further after its removal. The instrument had been disposed and will not be returned for evaluation. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there was nothing out of the ordinary observed. The instrument was in use for over 5 hours prior to the issue. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The surgeon confirmed that all fragments were retrieved. An additional surgical procedure was not required to remove the fragment. An x-ray was requested but the fragment was retrieved without x-ray use. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.